Event description:
It was reported that a piece of an unknown device was found intraoperatively. Found under x-rays and a procedure was required immediately to retrieve it. The piece is approximately 10mm x 4mm. A delay longer than 30 minutes was reported. No device backup required.

Manufacturer narrative:
It was reported that the tip of a speed pin (75009340) broke off during surgery. The surgeon decided to perform a second surgery to remove the pin, which was performed without further complications. The tip of the pin could be removed, however it was not sent back as the cleaning team threw it away. Therefore, the speed pins, used in treatment, were no returned for investigation. The surgery was performed using a loaner set. The loaner inspection team checked all pins after surgery, none of the pins had a pin missing. The surgeon was sure that it was one of the speed pin tips, however we could not confirm this issue. The production documentation could not be reviewed, as it is not clear which pin broke. There were two more complaints reported in the past, in both cases the pins were not sent back for evaluation. A risk management review confirmed that the risk in scope is covered. A medical assessment could confirm, based on the provided x-rays, that an object remained in the patient. No part number was readable. As the pin was not sent back and no defective pin was found in the set, we cannot confirm the failure mode. Also the root cause cannot be determined after investigation. Further actions are no deemed necessary as no defective pin was found during the loaner inspection. Smith and nephew will monitor this device for further similar issues.